Event description:
This complaint is now reportable based upon analysis completed on 08/27/2009. It was reported that during a coronary drug eluting stenting procedure, crossing difficulty occurred. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified distal diagonal artery. The physician encountered crossing difficulties when trying to advance a 3.00x16mm taxus liberte stent. The procedure was completed with a different device. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 3.00x16mm taxus liberte stent delivery system revealed distal stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The distal stent struts on rows 1 and 2 were slightly flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The tip was slightly flared. This type of damage is consistent with guide wire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the inflation lumen, therefore, indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restriction noted. The mfg records were reviewed and no issues or discrepances were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).